Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the helix on the right atrial (ra) lead would not extend after being repositioned one time. When the lead was connected to the header of the implantable cardioverter defibrillator (ICD), noise was observed. Then there was farfield sensing of the r waves on the atrial channel that lead to pacing inhibition. The x-ray showed the lead to be in the atrium. The ra lead was attempted and not implanted. A new ra lead was successfully implanted with the same ICD. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.